Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
When trying to reconnect and confirm "acknowledge" to continue monitoring, the indicator light does not start to flash (amber) or turn to green. Several attempts. Also tried to disconnect all cables and monitor, and reconnect, and a new "acknowledge procedure". But no flashing amber light. Event occurred after surgery, surgery not prolonged. They changed to fluid-icp measuring.

Manufacturer narrative:
Additional information: the products associated in this complaint were returned and evaluated. The icp module 82-6828 was tested and no product problem was identified. The cable 82-6840 was tested and no product problem was identified. The cable 82-6881 was tested and no product problem was identified. A DHR review was performed for the icp module 82-6828 s/n: (B)(4) (lot # ctgcrv), and the lot met specifications when released on july 22th, 2015. The issue reported by the customer was not confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2016-10514 and 1226348-2016-10468 for information regarding the other devices involved with the reported event.